Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed. There were irregular bolus requests between (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels over the past couple of days as low as in the 40's (mg/dl). The cause of the bg level was unknown; however, the customer was reportedly in the "honeymoon phase". The bg level was addressed with juice, different carbohydrates, and oatmeal. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level. At the time of report, the customer's bg level was 119 mg/dl.